Event description:
The customer obtained nonreproducible, higher than expected vitros tropi es results from two different patient samples processed on a vitros 5600 integrated system. Patient 1, sample 1: vitros troponin I es result of 0.104 ng/ml vs re-test result <0.012 ng/ml. Patient 2, sample 1: vitros troponin I es result of 0.093 ng/ml vs re-test result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician. The higher than expected vitros tropi es patient results were not reported to a clinician. There were no allegations of patient harm made as a result of the events. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that nonreproducible, higher than expected vitros trop I es results were obtained from two different patient samples processed on a vitros 5600 integrated system. Root cause for the event could not be determined; however, the possibility that inappropriate pre-analytical sample processing had contributed to the events could not be ruled out. The investigation could not rule out vitros trop I es reagent or analyzer performances as possible contributing factors.